Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to high threshold. Moreover, the physician suspected a lead defect. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm high capture threshold based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Also, the damage/defective device was not conformed based on no evidence of device defect, malfunction, or abnormal damage was found. The no problem detected was based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to high threshold. Moreover, the physician suspected a lead defect. The lead was never in service. No adverse patient effects were reported.